Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event country the united states. It was reported that the patient experience hyperglycemia event on (B)(6) 2026.and was corrected with bolus via pump and changed infusion set and the patient insertion was not free of hair leading to infusion set detachment. No further information available.